Event description:
During leg vein harvesting for open heart surgery, the white insulation at the tip of the endo vein harvest broke off. The physician's assistant and scrub on the field took the broken tip, inspected it and passed it off to the rn. There was no patient impact.